Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: after 30 minutes the retrieval procedure was ended. It was noted that the retrieval loop was broken ((B)(4), manufacturer report# 1820334-2023-01036) and according to the image review a secondary filter leg may be displaced upwards ((B)(4) this complaint). Another retrieval attempt was scheduled for a week later. No patient harm reported. The filter was not returned for analysis and without the actual complaint device it would be inappropriate to speculate at what may or may not have caused the secondary leg to displace upwards. Four fluoroscopic images during attempted ivc filter retrieval demonstrates a celect platinum ivc filter in the infrarenal ivc. There is approximately 7 degrees of rightward tilt present. The hook of the ivc filter does not appear to abut the wall of the ivc on the images provided. The maximal distance between the primary filter feet measures less than 30 mm. The imaging resolution is too poor to determine if all the secondary legs are present. There may be one secondary leg displaced upwards relative to the filter body. The gunther tulip ivc filter retrieval set is present on some of the images, but there are no images of the loop snare. On the subtracted image there is no evidence of filling defect within the ivc filter. None of the primary filter legs extend significantly outside of the expected wall of the ivc. Per the complaint report, the attempted retrieval of the celect platinum ivc filter was performed using the gunther tulip ivc filter retrieval set. After 30 minutes of attempting to retrieve the ivc filter, the physician removed the snare, realizing the loop was broken. The images submitted for review do not show the loop snare fluoroscopically in any capacity which can be evaluated. In addition, there is no discussion of whether the physician was able to engage the hook of the ivc filter, but could not retrieve the filter itself. The loop snare has a rated force that can be applied before it does break, and its uncertain whether or not this force was applied to the loop snare in attempts to capture and/or collapse of the ivc filter. In addition, if the loop snare gets entangled, spinning the loop snare multiple times will detach the snare from the shaft of the device. From the images submitted and the complaint report it cannot be determined if the loop came broken, was broken during what would be considered normal use, or if abnormal use/stress broke the snare. There are adequate controls in place to ensure that the type of device was manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the loop itself broke during the procedure but it did not detach from the device. They were not able to retrieve the celect platinum filter. This filter was not placed by this physician. The physician decided to end the procedure after trying to retrieve the filter for 30 minutes. When he removed the snare, he realized the loop was broken. The physician will attempt to retrieve the filter again next week ((B)(4)). Images provided by the customer, taken prior to the retrieval attempt, show one leg of the celect platinum filter pointing upward ((B)(4)). Patient outcome: did the patient require any additional procedures due to this occurrence? Yes, the physician will try again to retrieve the filter next week.

Manufacturer narrative:
Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect platinum filter g4) PMA/510(k): k211875. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.